Event description:
It was reported during a laparoscopic burch procedure while using an ems stapler the surgeon reported he fired the device two times and the device would not fire again. He believed the device jammed. A new ems was opened and the case was completed without incident. There was no consequence to the pt.

Manufacturer narrative:
Tracking #.45629. Date sent: 11/10/1998. D6: device returned with no lot identification. Endopath endoscopic multifeed stapler: based upon the inquiry info rec'd and the visual examination, no conclusion could be reached as to how the reported "fired the device two times and the device would not fire again" during surgery occurred. The instrument was rec'd empty and with excessive dried body fluids in the cartridge and nose. No functional testing could be performed due to the instrument being returned empty. No deformity could be identified during the examination.